Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and temp acrylic denture were placed in ada site 10 in the mouth, the implant had not yet integrated in type ii bone. Clinician reports traumatic malocclusion, pain, and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and temp acrylic denture were placed in ada site 10 in the mouth, the implant had not yet integrated in type ii bone. Clinician reports traumatic malocclusion, pain, and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).